Event description:
It was reported that both leads had high impedances. Surgical intervention was undertaken wherein both leads were explanted and replaced to address this issue. Therapy was restored post-op.

Manufacturer narrative:
Section b3: date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Section h6 - adverse event problem (refer to coding manual) - codes updated.